Manufacturer narrative:
Manufacturing date: device received and released in synthes (B)(4) 03.06.2016. Manufacturing location: supplier ((B)(4)). Business group: trauma. Device art nr 03.010.101 is a batch number controlled product, therefore no service history record review is possible. Device history record (DHR) review result below. No nonconformances were generated during incoming inspection. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The conclusion of the DHR review is that the final products identified by the device ID art nr 03.010.101 batch nr u245827 met inspection requirements, certification test values, and acceptance criteria. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: possible lots: u245827 or u236332. Possible UDI# (B)(4). Device is an instrument and is not implanted / explanted. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. (B)(6). Device history records review was attempted for part # 03.010.101, lot # u236332 or u245827. Supplier (B)(4). Part number 03.010.101, lot u236332 or u245827 is not a valid synthes or supplier part and lot combination. DHR review is not possible. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follow: it was reported that on (B)(6) 2017, patient underwent surgery for tibia fracture. During the procedure, a drill bit became stuck when the surgeon was drilling. The surgeon replaced the drill bit with other one and he dealt with it using impermeability drill. Meanwhile, the surgeon got a gauze wet in saline and cooled the radiolucent drive. He fixed another drill bit with lucent drill. The surgeon commented that torque shortage, dull drill bit and good bone substance were the main problems causing this incident. There was a surgical prolongation of 8 minutes reported. Patient and surgical outcome were not reported. Concomitant devices: radiolucent-drive (part# 511.300, lot# 14183, quantity 1). Adapt f/rdl f/trs (part# 05.001.226, lot# 2171, quantity 1). This report is for one (1) 4.2mm three-fluted radiolucent drill bit/needle point/145mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A product development investigation was performed for the subject device (4.2mm three-fluted radiolucent drill bit/needle point/145mm, part number 03.010.101, lot number u245827). The subject device was returned with the complaint condition stating: the returned drill bit (03.010.101 u245827) is included in multiple trauma sets for both tibial and femoral procedures, and is intended to be used with radiolucent instrumentation. The returned drill bit exhibited obvious signs of use, including wear marks mainly on their proximal drivers and signs of use on their flutes, but no clear indication of dullness which would have contributed to the complaint condition. Replication of the complaint condition is inapplicable since the subject drill was not returned, but since wear was noticed on the drivers of the drill bits and minimally on their flutes, the complaint condition was confirmed. As part of this investigation a visual inspection, drawing review, and root cause analysis were performed. The returned drill bit was manufactured on 03jun16 (u245827). Drawings were reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. During the investigation no unidentified product design issues or discrepancies were observed that may have contributed to the complaint condition. Based on the available information it is not possible to determine a definitive root cause for the complaint condition. Since the subject drill was not returned it is not possible to replicate the unique circumstances which contributed to the complaint condition. The relevant dimensions of the drivers of the returned drill bits were measured (calipers) and found to be within the specifications of the associated drawing. The outer diameter (od) of the driver coupling which is intended to mate with drills was found to range from ø7.89mm to 7.92mm on both returned drill bits, except for the regions where dark material was found to have been deposited onto the driver. Based on the details of the complaint description, it is most likely that the dark material which was deposited came from the coupling region overheating during use and causing material from the mating region of the drill to be deposited onto the drivers of the returned drill bits. The flat to od dimensions for drivers on both returned drill bits ranged from 6.79mm to 6.83mm. The small diameter of the driver was found to range from ø5.11mm to 5.12mm on the drivers of both returned drill bits. Based on the details of the complaint and the relevant measured dimensions being within specifications it is most likely that the complaint condition occurred due to factors unrelated to the returned drill bits. The relevant technique guides which govern the usage of the returned drill bits state that for greater drill bit control the user should discontinue drill power after perforating the near cortex then manually guide the drill bit through the nail, before resuming power to drill the far cortex. It is possible that an issue with the coupling region of the subject drill and/or improper technique contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.